Manufacturer narrative:
Product analysis: particulates were removed and sent to mecc analytical chemistry department for ft-ir analysis. Ftir results: this particle was spectroscopically consistent with polydimethylsiloxane. Note: spectral library matches are provided. Library matches do not necessarily provide exact identification of materials. Library matching may only suggest potential chemistries. Note: due to the receipt condition, a torque assessment of the alleged ¿jar difficult to open¿ could not be performed. Additional observations: the outer packaging box with the foam inserts and freeze watch indicator were inadvertently discarded after the product was received. Without the temperature indicator, further observations cannot be performed. Conclusion: this information does not impact the previously completed investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the valve glass lid was difficult to open, and during the attempt to open it, the sealing ring dropped into the glass container. The device was never implanted. The product was replaced. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the jar was received via ups in the original product packaging with serial number tag. Received with the safety seal broken. Upon opening the jar, no damage was observed along the threads of the lid and jar. Visual inspection showed remnants of the gasket material stuck along the rim of the jar and crystallization of dried glutaraldehyde along the jar and lid threads was noted. Pits along the gasket are consistent with the remnants that remain attached to the rim of the jar. Per the event, a piece of particulate that appears to be from the gasket is observed inside the jar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.